Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019 and 04/22/2019. In response to FDA report number mw5083469. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture, capsular contracture, baker grade IV, anxiety, and "swollen nodes." Device has been explanted.